Event description:
Additional information was received from the patient. They reported that they never saw enough improvement and that it stopped working completely and their doctor confirmed the leads were bad. The have no idea was caused this issue, but the leads were not working and they had not used the device in over 10 months. They turned it off since they saw no improvement in their symptoms. They want to get the device removed unless the manufacturer can make it right by replacing it, but not until they are assured that replacing it would work. They were relying on multiple medications to control their overactive bladder and at their age they didn't expect miracles, but the product never truly met their expectations. They kept trying different programs, but finally gave up in (B)(6) 2023. Their new doctor may replace it or remove it and they would consider another product, but it depends on their doctors recommendations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction sent to correct the aware date as it was incorrect on the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va292qn implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have met with their doctor about this issue. It has not yet been resolved. The doctor wants to replace the bad lead but the device never worked well and then stopped working all together. They wished it did work but don't want to gamble on it working again without some guarantee.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va292qn serial# implanted: (B)(6) 2020. Explanted: product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bladder issues. It was reported that they needed help activating MRI mode. They reported that their ins was no longer working and when asked for details they then reported that the "leads were no good" and they had the ins turned off for quite awhile. Prior to turning the device off the patient confirmed they did try different programs and confirmed they could feel vibration in their body. They had not been getting good relief of their symptoms since 1-2 months after they got implanted. Last summer (2023) they tried turning their device on, but they would get shocked when they touched metal objects. They went shopping and when they touched a metal plate at the check out a few times, they got shocked each time, so they turned it off after that. They went into their doctors office last month (may) to have their device checked and they determined that the lead was no longer working and the device could not deliver therapy. Conflicting information was given as the patient also indicated that the lead had not worked since 2021.  The manufacturing representative (rep) was there and had helped the doctor with their device interrogation. The patient was walked through how to activate MRI mode, but it was suggested that the patient check with their doctor prior to getting an MRI given the history of the shocking sensations with metal and the faulty leads. The patient reported that they had a couple of mris last summer after the ins was off and had no issues.